Manufacturer narrative:
The device history record was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released per our approved procedures. IFU for fp7 was reviewed and it includes hypotony as a known complication and adverse reaction. The sample was returned for evaluation and was tested for compliance with approved procedures. The returned sample was visually inspected and tested under simulated conditions. The sample performed in compliance with approved procedures.

Event description:
Overfiltering valve that was implanted. Patient has chronic hypotony and poor vision.